Event description:
It has been reported to philips that the wireless footswitch does not work properly. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred a coronary diagnostic procedure. The procedure was delayed until it could be completed on a different day using the same system. The philips field service engineer (fse) inspected the system onsite and found that the system was giving geometry errors, arc errors, and table movements not possible errors. The system logfiles were checked. Troubleshooting found that the air conditioner in the technical room had malfunctioned, resulting in the high temperature messages being observed in suite pc. The suite pc is responsible for geometry communication. Maintenance personnel repaired the air conditioner. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case since the temperature in the technical room was high due to a malfunctioning of the air conditioner, which prevented the philips system from functioning properly. After the repair, the system was left in good working order and the issue did not reoccur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.